Event description:
It is reported by the nurse that the device broke at the thread.

Manufacturer narrative:
Product inquiry states the strike plate t2 femur to be the subject product. No further associated product was reported. Review of the DHR / inspection records revealed no discrepancies and mechanical properties of the material of the device are within specified tolerances. Furthermore, as the strike plate was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2008), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Thus, we exclude deviations in material and manufacturing. The thread of the strike plate returned is completely sheared off at the level of approx. 7.5 mm from the face side; the corresponding nail handle was not returned. The breakage surface shows features of a forced fracture. No plastic deformation was found. The fragment length of approx. 7.5 mm reveals that the strike plate had not been completely threaded into the corresponding nail handle at the time of fracture. If it had been threaded up to the end position as intended, frictional (positive) connection between strike plate and nail handle would have ensured proper transmission of (hammer) hits and a breakage would not have occurred. Damage patterns of similar former cases support the above observations. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to insufficient assembling (improper handling) by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse that the device broke at the thread.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.